Event description:
Healthcare professional reported that approximately 105 mo post implant the valve was replaced due to regurgitation. Upon reoperation tears were noted in two leaflets. The valve is being retained in the pathology lab and will not be returned.